Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device plpul2520, plumepen ultra surgical smoke evacuation pencil was being used on (B)(6) 2022 during abdominoplasty procedure when it was reported ¿plastic port was breaking durning cases.¿ further assessment found that the device did fragment and was removed using a surgical forcep. The procedure was completed with a few minutes of delay and no alternative device was used. There was with no report of injury, medical intervention or hospitalization to patient or user. The current status of the patient is ¿recovered¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿clear plastic piece that surrounds the tip is breaking during use¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided therefore the event cannot be verified. A device history record could not be conducted as a lot number was not provided. A 2 year lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 76 devices, for this device family and failure mode. During this same time frame 3,472,280 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4)the IFU advises the user to confirm that blade is completely inserted and secure before activating pencil. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device plpul2520, plumepen ultra surgical smoke evacuation pencil was being used on 14jul22 during abdominoplasty procedure when it was reported ¿plastic port was breaking durning cases.¿ further assessment found that the device did fragment and was removed using a surgical forcep. The procedure was completed with a few minutes of delay and no alternative device was used. There was with no report of injury, medical intervention or hospitalization to patient or user. The current status of the patient is ¿recovered¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.